Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mons pubis on (B)(6) 2017 using coolcore applicator, to the breast tissue on (B)(6) 2017 using coolfit, to the lower abdomen on (B)(6) 2017 using coolmax, and to the lower abdomen on (B)(6) 2017 using coolcore, to the breast tissue on the (B)(6) 2017 using coolfit who developed paradoxical hyperplasia (pah/ph) of the entire lower abdomen and supra pubic area on (B)(6) 2018 post-treatment and was diagnosed on (B)(6) 2019.

Manufacturer narrative:
Additional narrative required. This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mons pubis on (B)(6) 2017 using coolcore applicator, to the breast tissue on (B)(6) 2017 using coolfit, to the lower abdomen on (B)(6) 2017 using coolmax, and to the lower abdomen on (B)(6) 2017 using coolcore, to the breast tissue on the (B)(6) 2017 using coolfit who developed paradoxical hyperplasia (pah/ph) of the entire lower abdomen and supra pubic area on (B)(6) 2018 post-treatment and was diagnosed on (B)(6) 2019.

Manufacturer narrative:
Corrected data: h7., h.9 this MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the the mons pubis on (B)(6)2017 using coolcore applicator, to the breast tissue on (B)(6)2017 using coolfit, to the lower abdomen on 13may2017 using coolmax, and to the lower abdomen on (B)(6)2017 using coolcore, to the breast tissue on the 07jun2017 using coolfit who developed paradoxical hyperplasia (pah/ph) of the entire lower abdomen and supra pubic area on 13dec2018 post-treatment and was diagnosed on 13mar2019.

Manufacturer narrative:
Clarification to areas treated, added note re: off label use.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the supra pubic area is on (B)(6) 2017 using coolcore applicator, to the infra-scapular tissue on (B)(6) 2017 using coolfit, to the lower abdomen on (B)(6) 2017 using coolmax, and to the lower abdomen on (B)(6) 2017 using coolcore, to the breast tissue on the (B)(6) 2017 using coolfit who developed paradoxical hyperplasia (pah/ph) of the entire lower abdomen and supra pubic area on (B)(6) 2018 post-treatment and was diagnosed on (B)(6) 2019. Treatment of the infra-scapular and suprapubic areas is off-label use in the united states.